Event description:
It was reported that the user experienced a severe high blood glucose event while away from home after running out of insulin, during which the ilet was reportedly shut off or stopped working and the user did not revert to alternative therapy. Symptoms included hyperglycemia. Outcomes included insufficient information. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found and identified a usage problem, with an associated medical device problem of improper or incorrect procedure or method, and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.